Event description:
It was reported that the patient is scheduled to have his ams700 inflatable penile prosthesis (ipp) revised on (B)(6) 2018. The reason for the scheduled revision is unknown. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.